Manufacturer narrative:
System analysis/service repair on july 9, 2014: the reported ¿blank screen" issue was verified; turned on the system and heard clicks and fan from vsb. The software could not be read from the system and upon checking the mcb, there was no blinking light to indicate it is not being powered. Checked power within system. Determined to be a faulty vsb. There was a burnt connection noticed on the bottom of the faulty vsb. The faulty vsb s/n (B)(4) was replaced with vsb s/n (B)(4). The system was tested and verified that the laser meets manufacturer¿s specifications and was ready for customer use. The vsb was returned to ams and received on august 12, 2014.

Event description:
Information as it was reported to ams indicates that the "laser display failed (blank screen)" indicative of a system malfunction at the beginning of a procedure (patient sedated; however, the case had not yet begun). The customer was unable to resolve the display issue that occurred and the case was canceled. Patient outcome: there was no report of a patient or user injury.